Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. A visual inspection was performed, and no other anomalies noted on the catheter. Upon function testing, guidewire lumen of the catheter was flushed using an in-house syringe and water was able to successfully exit out of the distal tip. Then the balloon was inflated successfully using an in-house presto inflation device to nominal pressure. The balloon was able to maintain pressure and shape. Then the balloon was deflated, and it fully deflated without issues. No further testing was performed. Therefore, the investigation is unconfirmed for the reported deflation issue as the balloon deflated without issues. A definitive root cause for the alleged deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3. H11: d4 (medical device lot), h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had deflation issue. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had deflation issue. There was no reported patient injury.